Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient recently had magnetic resonance imaging (MRI) and the healthcare provider (hcp) stated that the patient did not believe the pump was working because of "symptoms". Hcp had limited details. The patient did not report hearing an alarm. Technical services reviewed pump functionality based on MRI exposure and what would be expected. Hcp wished to have the pump interrogated so they were transferred to national answering system. Hcp did not believe anyone at their facility had access to a clinician programmer.